Event description:
It was reported that the pump battery was unresponsive and "would not start" after a shut down. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.